Event description:
It was reported that unstable speed occurred. The target lesion was located in the severely calcified artery. A 1.50mm rotapro was selected for use. During the procedure, the speed was set to 180,000rpm; however, upon rotation in normal mode, the maximum speed reached to 190,000rpm. The rotational sound was unstable along with the unstable rotational speed. The stall lamp turned on when adjusting the speed. The procedure was completed with another of same device. There was no patient complications reported.